Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic high anterior resection, the knife moved all the way but did not return to home position during use. The knife reverse switch was used, but the knife did not return. The manual override lever was used to return the knife. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.